Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot and found a defective 3-way valve actuator. The actuator was replaced and the unit was tested for safety and functionality. All tests were completed per factory specification. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the patient side of the hcu30 did not heat correctly and would melt the ice block while trying to heat. The incident occurred during preventive maintenance so there were no patient involved. (B)(4).